Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.75 flextome¿ cutting balloon¿ was used for treatment. During a procedure, it was noted that the balloon ruptured. The device was completely removed from the patient. The procedure was completed with this device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The unit was attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole 4mm proximal from the proximal end of the distal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were found during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.75 flextome¿ cutting balloon¿ was used for treatment. During a procedure, it was noted that the balloon ruptured. The device was completely removed from the patient. The procedure was completed with this device. No patient complications reported and the patient's status was good.